Event description:
Reporter alleged blood glucose results of 51 mg/dl, 60 mg/dl and 91 mg/dl on the compact system when tests were performed back-to-back. Reporter stated customer had no symptoms, and took no action/treatment based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.